Event description:
On (B)(6) 2015, the patient was taken to the o.r. For elective left total hip arthroplasty. During the surgery, a piece of the flexible reamer tip broke off. The surgeon was unable to retrieve the piece of metal from the reamer shaft and the piece of metal was left in the femoral intramedullary canal.